Event description:
It was reported the patient presented remotely. Upon review of transmission, it was observed the patient's implantable cardioverter defibrillator was undersensing on the atrial channel, which lead to inappropriate anti-tachycardia pacing. No intervention was performed. The patient was stable and will continue to be monitored.